Manufacturer narrative:
The customer¿s report of a crack and leak was not confirmed. Visual inspection of the valve noted no obvious damage or issues. Functional testing was performed and no leaks or any issues were observed at either of the mating components engagements. The root cause of the customer¿s report of a crack and leak was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported leaking from a maxzero at the med line site during a hyperalimentation infusion, dosage and rate unspecified. The maxzero and tubing were replaced and the infusion continued without incident; there was no report of patient harm.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.